Manufacturer narrative:
Neotract was unable to obtain additional information or specific details pertaining to the patient's condition that necessitated the implant removal (turp and robotic abdominal procedure), making the (B)(4), appropriate term/code not available.

Event description:
On (B)(6) 2018, neotract was informed that a patient had underwent a prostatic urethral lift (pul), initially on (B)(6) 2018 and a retreatment pul procedure on (B)(6) 2018 due to increased urgency and frequency. On (B)(6) 2019, neotract received additional information that the patient had a undergone procedures to remove the implants: transurethral resection of the prostate (turp) and a robotic abdominal procedure. Neotract was unable to obtain additional information or specific details pertaining to the patient's condition that necessitated the implant removal.